Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) unused silicone foley was received. Visual inspection of the sample noted that the catheter balloon had ridges on opposite sides of the balloon extending down its length. A potential root cause for this failure mode could be due to the balloon material did not shrink quickly enough. The device did not meet the specifications and was influenced by the reported failure. The product was not used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: e h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon had a protruding ridge around the tip of the catheter after the balloon was deflated during the pretest prior to insertion. Further inspection noted that the package identifies the balloon was being 3cc yet the product itself was listed as a 5ml balloon. The patient was being prepped for surgery when the incident was occurred. Per a follow up response received via email on (B)(6) 2020 it was stated that the user reported another occurrence of a pediatric catheter balloon after deflation with a noticeable ridge was present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the balloon had a protruding ridge around the tip of the catheter after the balloon was deflated during a pretest, prior to insertion. Further inspection noted that the package identifies the balloon as being 3cc yet the product itself is listed as a 5ml balloon. The patient was being prepped for surgery when this incident occurred. Per follow up response received via mail 17 dec 2020, the user had reported another occurrence of a pediatric catheter balloon after deflation with a noticeable ridge present.